Manufacturer narrative:
The device was not returned; however, the reported allegation of dilator damaged tip was confirmed through the media provided. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. The staff was prepping devices and no issues noticed by staff after opening package. The dilator was inserted in sheath like usual. Staff took devices to patient table and when closely looking and touching the dilator tip, staff and physician felt damaged dilator tip. They deemed not safe to use and was discarded. Hence, device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. The staff was prepping devices and no issues noticed by staff after opening package. The dilator was inserted in sheath like usual. Staff took devices to patient table and when closely looking and touching the dilator tip, staff and physician felt damaged dilator tip. They deemed not safe to use and was discarded. Hence, device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).